Manufacturer narrative:
D5 is unknown. No information has been provided to date. Device evaluation: the cassette was returned for investigation. A visual inspection of the cassette found no discrepancies. During functional testing, a syringe was used to infuse water into the bag. A leakage was detected. The reported failure was confirmed. The most probable root cause is that during leak test operation cassettes that failed the leak test were not properly segregated. A review of the manufacturing process for a review of the manufacturing process for the part was conducted by quality engineer in order to verify that there are no situations or practices that could create the event. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacturing. This remediation MDR was generated under protocol b10009406, as a result of warning letter cms# (B)(4).

Event description:
Information was received indicating that a smiths medical cassette had a tear in the inner pouch of the cassette. There was liquid leaking from the cassette. This leakage was not detected during preparation. There were no reported adverse events.